Event description:
It was reported that the catheters were allegedly unable to coapt. It was further reported that the catheters would align from the distal side but not the proximal end. Reportedly, the catheters were removed from the patient without incident, and a new set of catheters were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation was performed. One wavelinq endoavf system was received. Protective sheath was retracted, exposing the electrode on the venous catheter. Catheters were received slightly bent, apparently caused by transport and storage. The catheters were aligned and the magnet arrays coapted. The investigation is inconclusive due to the fact that the actual conditions of use could not be reproduced. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was not provided. The device history records review has not been performed. The device is pending return. The investigation is currently underway.

Event description:
It was reported that the catheters were allegedly unable to coapt. It was further reported that the catheters would align from the distal side but not the proximal end. Reportedly, the catheters were removed from the patient without incident, and a new set of catheters were used to complete the procedure. There was no reported patient injury.